Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 9/14/2017 with the following findings: during testing, the pump powered on to a blank display screen. During visual inspection of the pump, it was observed that there was visible moisture through the display lens. The initial complaint was duplicated. The pump was opened and there was moisture observed on the oled flex connector.